Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17366. The pt reported that approximately a year and a half ago he began experiencing loss of jolts of stimulation upon changing position or placing his finger over his scs ipg pocket site. The sjm representative was unable to resolve the issue with reprogramming. Subsequently, the pt stopped using his scs system. On (B)(6) 2013, the pt attempted to use the stimulation again and experienced random jolts from the scs ipg. Moreover, the pt reported he is experiencing an increase in recharge burden. Follow-up identified the pt is consulting with the physician regarding a system explant.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.